Manufacturer narrative:
Eval results: (lack of info). (Myocardial infarction). Conclusion: (lack of info).

Event description:
One endeavor sprint rx stent (3.00 x 12mm) was implanted at the proximal lad and 3 endeavor sprint rx stents (2.5 x 08mm, 2.5 x 24mm, 2.25 x 12mm) were implanted at the distal lad. (MFR report # 2953200-2008-00575 - 00578). Investigator has indicated that an acute non-stemi was suffered on the same day as implant. The pt was asymptomatic at the 30 day follow-up stage. Please note that this device is not distributed in the us.